Event description:
There was no patient involved in this event. The speaker on this device has been reported faulty. A device in this fault mode if left undetected could result in the failure of the device to perform as intended if required.